Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received bolus was not delivered. The customer's blood glucose level was 380 mg/dl at the time of incident and current blood glucose level was 140 mg/dl. The customer provides details on symptoms related to the high blood glucose level episode such as photo sensitive sun bothers. Customer was treated with manual injection. Troubleshooting was performed. The insulin pump will not be returned for analysis.